Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia. The nurse alleged the elevated blood glucose levels were caused by air bubbles in the insulin cartridge. On (B)(6) 2018 at 6:59 a.m., the patient's blood glucose result was "hi" mg/dl on an unknown device. A standard insulin bolus of 6.5 units was delivered. The patient had an appointment in the hospital at 11:00 a.m. The patient had symptoms of dizziness and the blood glucose result was 714 mg/dl on the laboratory device. The patient was treated with unknown medication via subcutaneous injection. The patient was currently still in the hospital. Return of the suspect device was requested for evaluation.